Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hard ware low level failures error. Customer was able to clear the alarm and was able to complete rewind. Customer had performed self-test and it did not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.